Event description:
Following a diagnostic procedure, an angio-seal device was placed; however, hemostasis was not achieved with the device, and manual compression and a pressure bandage were required. Hemostasis was then achieved, and the pt was ambulated the following day after 20 hours. The pt complained of sudden pain, and bleeding was noted from the puncture site. Upon exam, no distal pulses were palpable. A duplex ultrasound visualized the anchor with attached suture, which had embolized and was positioned at the bifurcation of the popliteal artery. The posterior tibial artery and the fibular artery were occluded. Conservative treatment with anticoagulants and full heparinization was administered (collateral flow was sufficient to maintain tissue perfusion). Four days later, pulses had returned and the foot was pink and warm. The pt was discharged with no sequelae, and as of 6/12/97 remains asymptomatic.